Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no foreign material/contamination on the device, thus the complaint could not be confirmed. Physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Guide wire: runthrough miracle3, inflation: sheen man, guide cath: heartrail jl3.5, mach1 6fr cls3.5, other: atlantis pro2. The stent remains in the patient and the stent delivery system has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the proximal to distal left anterior descending artery with with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.5 x 23 mm promus stent delivery system (sds) was advanced. Some resistance was noted with the calcified vessel. The stent was implanted successfully; however, after removal of the stent delivery system (sds), foreign material was observed on the balloon. There was no foreign material noted prior to use. It is unknown whether the foreign material was on the device from the beginning of the procedure, or if the foreign material thrombosis or cholesterol; however, the physician commented that it did not appear to be a substance from the body. There were no adverse patient effects. No additional information was provided.